Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad on device became burnt and damaged. The tissue pad did not fall off of device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.